Event description:
The patient's family member reported that the patient had been receiving multiple occlusion alarms for the past two weeks. Family member does not feel that they are true occlusions, although the patient's blood glucose (bg) level has been "high" on a one touch ultra meter with "little" ketones. Family member said that patient is not ill. The patient was to come off the pump for the evening and parents were to watch bg and ketones closely.